Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). As per the ccc instructions, the customer cleaned the integrated multi-sensor technology (imt) system with hot water, performed a super condition and checked the pump rate. The customer ran quality controls (qc), which were within range. The customer ran five patient samples three times for na and other methods and obtained matching results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found na issues in imt system and unstable pump rate. The cse cleaned and adjusted the pump head. The cse observed a drop in the pump rate. The cse replaced the pump head and x tubing. The cse found that pump rate was still unstable. The cse checked and adjusted the rotary valve. The cse found a build up and slow leak inside the rotary valve. The cse cleaned the rotary valve and changed the x seal. The cse observed that the pump rate was stabilized and system calibration was successful multiple times. The cse performed qc, which were within range. The cse performed precision testing, which passed. A siemens headquarter support center (hsc) reviewed the service activity related to the event and discovered that the sample was centrifuged outside of tube manufacturer's instructions for centrifugation. The customer used stat spins which is not recommended by the tube manufacturer. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The cause of the discordant, falsely depressed na results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on four patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher. The corrected results were reported to the physician(s). An additional discordant na result was obtained on the dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on another dimension exl instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.